Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare representative that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. They further reported a hole in the expiratory limb. This was found during setup, prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. They further reported a hole in the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) of evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested for the reported leak. Results: visual inspection revealed a hole in the expiratory limb approximately 3.5cm from the proximal connector. The pressure test highlighted that the returned circuit was out of specification and exhibited significant leak. A lot check did not reveal any other complaints of this nature for lot number 120613. Conclusion: all breathing circuits are visually inspected and pressure tested prior to leaving the production facility. Any breathing circuits that fail are rejected. This suggests that the leak developed post production. The identified hole in the expiratory limb was most likely caused by a scratch or puncture by a blunt object. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by non-fph circuit hangers. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; -fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).